Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual inspections were performed on the returned device. The reported cuff miss was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The other proglide device referenced is filed under a separate medwatch report number. Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices, using the pre-close technique, prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, the proglide devices failed. The sheath was upsized to 16f and the tavr procedure was completed. A surgical cutdown was performed to achieve hemostasis. Protamine was given. There was a clinically significant delay in the procedure due to the surgical cutdown. No additional information was provided.